Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was alleged that the time and date were incorrect after the battery was changed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because of a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, no evidence of time and date resetting to the default was found in the black box. During testing, the pump time and date was set. The pump was exercised for 24 hours and the battery was removed. The pump was left without power for six hours and was then powered on to the default time and date. The pump was opened to find the internal battery on the printed circuit board was leaking. (B)(4).